Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres for 60 seconds, the second inflation at 10 atmospheres for 120 seconds; however, during the third inflation at 12 atmospheres for 120 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.